Manufacturer narrative:
Device is a combination product. (B)(4). The device was returned for analysis. The manifold was not returned therefore the catheter batch/serial number cannot be identified. A visual examination of the stent found that the mid-section and distal end of the stent were damaged and flared. The undamaged crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube and strain relief break 20mm proximal to the distal end of the strain relief. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the shaft polymer extrusion. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 26sep2017. It was reported that crossing difficulties were encountered. The fibro-calcified target lesion was located in the mid to distal left circumflex artery (lcx). Following pre-dilatation with a non compliant balloon, a .50x28mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent damaged.